Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded far field over sensing. Sensor and competitive pacing were observed. Blanking periods were suggested to be reprogrammed. The pacemaker remains in service. No adverse patient effects were reported.